Manufacturer narrative:
The front bezel was returned for evaluation. It was determined that liquid ingress due to variability of the assembly process was the root cause of the reported failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06aug2020.

Event description:
The customer reported navigation ring failure during a preventive maintenance. There was no patient involvement. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test.